Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the unable to launch medapp. A technical support specialist remotely accessed the station, dropped database and repair the medes initiated synchronization process to resolve the issue. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation system had a data source error, unable to launch medapp. Customer stated that there was a delay in obtaining medications for a patient, if the issue is not resolved promptly. There were no adverse events or injuries reported based on this event.